Event description:
The pt reported her insulin infusion set tubing had broken after being in use for one day. She stated the product was not expired. The pt did not report blood glucose concerns or other physiological effects related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.